Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. H4) manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the monitor was noise stripes on the screen. The representative tried to get the stripes to go away but was unable to when he rebooted the system and also by using his own power supply on the bad computer. A different medtronic system was used to finish the case. There was a reported delay of less than one hour, and no reported impact to patient outcome.